Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), device expulsion ("expulsion of essure device / failure to occlude (close) fallopian tube(s)"), endometritis ("endometritis") and ovarian haemorrhage ("there was excessive bleeding from my right ovary resulting in removal during surgery") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, arthralgia, dry eye, bladder incontinence, dysuria, hematuria, shortness of breath, dyslipidemia, headache, numbness in leg (right), dysesthesia, hyperlipidemia, cough, sore throat, difficulty breathing, vomited, general body pain, upper respiratory infection, chills, dizziness, depression, iron deficiency, myalgia, pain in hip, sinus disorder, pneumonia, influenza, enlarged tonsils, umbilical hernia, difficulty sleeping, cholecystectomy, appendectomy, gastrointestinal neoplasm, muscle ache, polymenorrhoea, joint pain, allergic rhinitis, uterine leiomyoma, flatus and paratubal cyst. Concomitant products included aluminium hydroxide; dimeticone; magnesium hydroxide (maalox plus), amlodipine besilate (amlodipine besylate), codeine phosphate; paracetamol (tylenol with codeine no.3), diphenhydramine, docusate sodium (colace), ferrous sulfate, furosemide, ibuprofen, medroxyprogesterone acetate (depo provera), morphine sulfate, ondansetron hydrochloride, promethazine hydrochloride (promethazine hcl) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced ovarian haemorrhage (seriousness criterion medically significant), 10 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("anemia"), mood swings ("mood swings"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pressure") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia was resolving and the device expulsion, endometritis, anaemia, mood swings, fatigue, uterine leiomyoma, vulvovaginal pain and ovarian haemorrhage outcome was unknown. The reporter considered anaemia, device expulsion, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, mood swings, nausea, ovarian haemorrhage, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there were 4 rings visualized on the left and 3 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded); on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records :endometritis. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received- previously reported event "injury" updated to "pelvic pain", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anemia, mood swings, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, fibroids, vaginal pressure, there was excessive bleeding from my right ovary resulting in removal during surgery, endometritis", reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.